Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reported upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of cracks in the semi-rigid adapters of the clave secondary ports. On unspecified dates, the customer contact reported cracks were noted in the semi-rigid adapters of the clave secondary ports on the cassettes of the primary tubing sets. No info was provided if the leak occurred during or prior to patient use. There were no reported adverse patient effects and there were no reported delays of therapies critical to these patients. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.